Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided thus a device history record was not reviewed. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event.

Event description:
It was reported during use that there was a discrepancy between the a line and arm cuff with the truwave with vamp plus. They re zeroed the a line and did a square wave test. There was no patient injury. No other information was provided.

Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.